Event description:
Customer reports that during an CT abdominal scan on a female pt, age not available, the IV pressure tubing blew apart at the point where it connects to the catheter. Contrast was sprayed on the pt and table. Tubing was reconnected and procedure was completed. No pt injury to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.